Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The product was evaluated through manufacturing review and the event was confirmed through review of medical records. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient is experiencing continual pain, persistent swelling and clunking sound upon movement approximately three (3) years following right knee arthroplasty. No intervention has been reported to date. Initial operative notes noted no intraoperative complications.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona revision femur cemented plus right size 7+ catalog #: 42504606212 lot #: 64600361, persona revision stem extension 3mm offset splined uncemented 17mm x +135mm catalog #: 42560313517 lot #: 64559237, persona revision tibia fixed cemented right size e catalog #: 42542007102 lot #: 64679166, persona revision stem extension 6mm offset splined uncemented 15 mm x +135mm catalog #: 42560613515 lot #: 64628721, persona revision tibial augment cemented half block right medial size ef 5mm catalog #: 42555805405 lot #: 64835163, persona revision tibial augment cemented half block right lateral size ef 5mm catalog #: 42555805205 lot #: 64859459, persona revision tibial central cone size small catalog #: 42545000511 lot #: 64470409, persona posterior stabilized articular surface right 12mm catalog #: 42522600712 lot #: 64650132. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.